Event description:
It was reported that the right ventricular (rv) lead had varying and high thresholds, high pacing impedance, oversensing and undersensing noted during analyzer testing, and a possible fracture. During the lead revision procedure, the helix would not retract. The patient was sent to a different facility for the lead revision. During the second lead revision procedure, the physician cut the lead just distal to the bifurcation and an approximately three inch section of the conductor coil came out of the intact end of the lead. The physician attempted to cut the lead closer to the point of entry into the fascia and noted some surface insulation breakdown in the pace/sense section between the is-1 pin and the bifurcation. The rv lead was extracted via laser sheath and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 implantable pacing lead, (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. The distal conductor of the lead became extrinsically fractured due to a cut.